Event description:
It was reported that the patient presented for a lead extraction since their right ventricular (rv) lead had a high pacing impedance greater than 2000 ohms and no capture at maximum output. The lead was explanted successfully. The patient was in stable condition.